Event description:
During a ptca/stent procedure, the zeta stent felt sluggish advancing on the guide wire. By the time it reached the rhv it was very resistive; therefore, a decision was made not to use the stent delivery system (sds). When attempting to remove the sds, it became stuck on the guide wire so the devices were removed together. Once the devices were removed from the patient's anatomy, further attempts were made to remove the sds from the guide wire. Pulling hard on the device made the stent come off of the balloon and the shaft then pulled apart. No patient effects were reported. This is being filed based on the tip separation noted during the analysis of the returned device.